Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top of case by front lower corner is slightly dent. Bottom case is cracked by front right corner. Plunger head is cracked by screws. Customer's reported issue was not duplicated during power-up process. The root cause of the reported issue was not determined. No physical or any other damaged was found on force sensor. Actions taken to mitigate the reported issue: replaced force sensor and plunger cable for preventive measure. Performed preventive maintenance and passed all functional testing. UDI information is unknown.

Event description:
It was reported that system failure event occurred. No patient injury reported.